Event description:
During a ptca/stenting treatment procedure, the quantum maverick2 monorail 8/3.8 mm balloon ruptured at 18 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous mid left anterior descending (lad) coronary artery. The physician used a 25cm introducer sheath of vascular access and a jl4 guide catheter to cross the lesion. The lesion was predilated with a maverick 2 monorail balloon for placement of a taxus stent. The qauntum maverick2 monorail 8/3.0 was removed and replaced with another quantum maverick balloon to successfully complete the procdure. No patient injuries or complications were reported. Patient status is reported as 'good.'